Event description:
It was reported that after a supply change the cartridge chamber was wet, and the user noted the tubing was connected to the cartridge outside the pump, and priming required nearly 50 units without visible drops, after which the user experienced markedly elevated blood glucose and received subcutaneous insulin by pen; this was assessed as an infusion set and cartridge issue related to an incorrect procedure. Symptoms included hyperglycemia reaching 500 mg/dl and vomiting. Outcomes included unexpected medical intervention requiring IV insulin drip treatment at the emergency room, with no lasting health consequences reported. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified consistent with incorrect deployment the infusion set and attaching the connector incorrectly. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.